Event description:
It was reported that multiple cartridges were leaking from the cartridge tubing. Customer loaded a new cartridge to address the issues. Customer¿s blood glucose level was above 400 mg/dl.